Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high capture thresholds near 6 v in both unipolar and bipolar modes. The patient was symptomatic.